Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory confirmed smell of smoke present with unit powered on for a few minutes.

Event description:
Boston scientific received information that there was smoke noted coming out of the programmer. A boston scientific company representative confirmed that nobody was hurt or injured during the incident. The programmer will be sent back for analysis. The product analysis confirmed the allegation. No adverse patient effects were reported.